Manufacturer narrative:
Continuation of medical devices: product ID 2490h4 lot# serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was unable to get any green lights on the telemetry portion of the remote monitor during a manual transmission. Troubleshooting steps were taken to no avail. The patient was referred to the clinic for follow up for their implantable pulse generator (ipg) to rule out any potential device concern. Both the remote monitor and the device remain in use. No patient complications have been reported as a result of this event.